Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the procedure, when attempting to access the patient's totally occluded lesion, resistance was encountered. After pushing and pulling the sheath multiple times it was noted the sheath had become kinked. The sheath was then removed. Inspection of the sheath revealed elongation and stretching of the coils. The procedure was a percutaneous transluminal angioplasty (pta) of a popliteal artery that was described as a total occlusion. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.